Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient was hospitalized due to an unspecified pacemaker malfunction. Intervention, patient's symptoms, and patient condition were unknown.